Event description:
The duett sealing device was deployed following an interventional procedure, via a 6 fr sheath. It has been reported that the occlusive and non-occlusive pressure, required during duett deployment, was not done as directed in the instructions for use manual. Following the deployment, the pt experienced swelling and a vasovagal response. Treatment consisted of a femstop and was successful. No further complications were reported.